Event description:
It was reported that an unspecified alarm occurred on a homechoice device. It is unknown if the home patient was connected. This event occurred during use with patient involvement. The process step is unknown. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a check lines and bags alarm was identified during a review of the event history log. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and the cause of the alarm was found. The cause of the condition was determined to be a faulty membrane gasket leading. To correct the condition, the membrane gasket was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported problem was identified during the event history log review by the presence of check lines and bags alarms and low drain volume alarms. Full functional testing, electrical safety testing, calibration and simulated therapy was performed with no additional defects or malfunctions found with the device. The cause of the condition was undetermined. The membrane gasket was replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.